Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl. Customer's blood glucose reading was 301 mg/dl at the time of call. Customer reported that the insulin pump had motor error alarms and unable to deliver insulin. The customer experienced symptoms such as headache, body ache, and difficulty breathing. The customer was treated in the ER. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump had several motor error alarms. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. No motor error alarms were noted. The motor was tested outside the device and passed. The device was received with cracked case at display window corners, cracked display window, cracked battery tube threads, minor scratched display window and case. The device was received with missing end cap sticker.